Event description:
The package of the 6f stp catheter was open, and therefore not sterile. The product was not clinically used.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.